Event description:
It is reported that the pt was revised due to fracture of the tibial baseplate.

Manufacturer narrative:
Evaluation summary: several attempts were made to retrieve the tibial however none were successful. A photograph was sent with the complaint that shows a fractured tibia. Using the pt's height and weight, a bmi of (B)(6) was calculated. Any bmi value over (B)(6) is considered obese according to the u.s. Department of health and human services. The package insert for the nexgen cr pegged tibial plate states that 'complications and/or failures of the total knee prostheses are more likely to occur in pts with unrealistic functional expectations [and] heavy pts." The use of this implant for a person with the calculated bmi is a possible cause of fracture of the implant. However, the cause of fracture is not limited to these observations, so a definitive root cause cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.